Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had a blank display. Although the ventilator continued to ventilate, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb), updated the backlight inverter pcbs, and updated the software. The unit passed all testing and operated within the manufacturing specifications.